Event description:
The lay user/pt contacted lifescan on (B)(6) 2008 and alleged that the lancet holder on her one touch minilancer was damaged. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred about 2 weeks ago (specific date/time not provided). As a result of the reported issue, the pt took an increased dose of diabetes medication (novolog 15-20 units). Her diabetes medication regimen was not provided. The pt also mentioned that she felt lightheaded, dizzy, shaky, nauseous, and sweaty after the reported issue began. She treated self with food/beverage. She was not tested on any other medical device. At the time of troubleshooting, it was verified that this was not a new product. It was discovered that the pt accidentally dropped the device. This complaint is being reported because the pt claimed she experienced symptoms that can be associated with sever hypoglycemia after the reported issue began. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject device for eval, but has not yet received it. If the device is returned. Lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.